Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) was used to treat a lesion in an area of the circumflex artery that was 3.5mm in diameter. The lesion was severely calcified with 85% stenosis. After the sixth treatment pass, a type b dissection occurred in the proximal circumflex artery. The dissection was resolved with several balloon inflations and covered with stents. No additional complications were reported. The patient had a good outcome and was discharged on (B)(6) 2020.